Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01463.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and a neuron select catheter 5f (5f select). During the procedure, the physician experienced resistance after advancing the lantern approximately three fourth of the way through a non-penumbra diagnostic catheter. Consequently, the lantern became stuck and would not advance any further; therefore, it was retracted. The physician then attempted to advance the same lantern through a non-penumbra glide catheter, another non-penumbra diagnostic catheter and a 5f select; however, the same issue occurred. It was reported that two treatment zones were planned for coiling; however, one treatment zone in the target vessel was not able to be accessed due to the compatibility issue. Therefore, the physician placed a non-penumbra sheath in the celiac artery and advanced the lantern over a non-penumbra guidewire into the other treatment zone and successfully placed a pod4 and a pod packing coil (podj) to complete the procedure. There was no report of an adverse effect to the patient.